Event description:
(B)(6), the general surgery coordinator, called distributor on (B)(6) 2020 to report a problem with the genicon 2ez poly bag. They reported that during a lap chole when the cinched bag, containing the specimen, was pulled up to the trocar incision site for removal, the bottom of the bag separated and the contents including the gall bladder and numerous stones were released into the abdomen. They proceeded to remove the debris which added 30-45 minutes to the case. No photographs were available because the bag was thrown away after the case.